Event description:
"The arthroplasty was revised due to malalignment and suspected infection. The tibial insert was revised. The component was imjplanted in situ for 0.58 years. The patient presented with a ucla score of 7 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.